Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address the liner having spun out of the cup. Poly wear was also reported; the nubs on the poly were all worn off.